Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 01/2022).

Event description:
It was reported that during a dialysis catheter placement procedure, the device allegedly had internal knot. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one equistream d/l catheter with insertion stylet, inserted, one introducer needle, one guidewire in a guidewire hoop, one introducer peel-apart sheath and vessel dilator, one tunneler, two dilators, two end caps, and two adhesive dressings were received. Gross visual evaluation has been performed on the returned device. The investigation is confirmed for the reported internal knot/deformation due to compressive stress as the stylet appeared crimped and collapsed. Also, the insertion stylet had a kink proximal to the red luer, which it was inserted into. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 01/2022), g3. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a dialysis catheter placement procedure, the device allegedly had internal knot. There was no reported patient injury.